Event description:
An alarm issue was reported with the adc device. Customer reported the low glucose alarm did not sound and experienced a loss of consciousness. Customer further reported having admitted to the hospital, however no additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported the low glucose alarm did not sound and experienced a loss of consciousness. Customer further reported having admitted to the hospital, however no additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader mbmz358-j1358 and linearity testing was performed, low glucose alarm was not successfully activated. An extended investigation has been performed on the returned sensor and no issues observed. The reported sensor was re-programmed and accuracy testing was performed low glucose alarm observed on retain reader mbgb079-j0691. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported the low glucose alarm did not sound and experienced a loss of consciousness. Customer further reported having admitted to the hospital, however no additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.